Event description:
It was reported that pump displayed malfunction code and related fault message with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted customer with resetting pump, confirmed malfunction did not recur after reset, advised customer that pump use could continue, and instructed customer to call back if malfunction returned, which customer acknowledged and understood.